Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The reported symptom 'keypad not working' was confirmed during evaluation. The cause was determined to be a failed input/output printed circuit board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the keypad not working. There was no patient involvement. No additional information is available.